Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was above 400 mg/dl at the time of the incident. Another high blood glucose levels were 541 mg/dl and 562 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump had insulin flow block alarm during bolus. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.